Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure code. The biomed did not know if this failure occurred during patient use, but stated that there was no report of any patient injury or medical intervention resulting from this failure. Pump set up information was unknown, and no additional contact information was available.